Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported double vision following intraocular lens implantation procedures of both eyes. It was noted that double vision at reading and computer distance; "one image relatively clear, and another lighter image overlapping and slightly offset, making it impossible to discern what is written. Distance is effected as well but less impactful - marginal." Additional information requested. There are two medical device reports associated with this patient. This report is for the left eye.